Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, faded display.

Manufacturer narrative:
Submitted: 08/06/2013, device evaluation: evaluation revealed a cracked battery compartment from the threads to the finger pad, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The display was noted to be dim and faded. A test display was attached to the pump and illuminated properly without discoloration.